Event description:
It was reported that the patient received inappropriate hv therapy when cautery was used during an unrelated surgery. A magnet was placed over the device prior to the procedure; however, it is suspected that the magnet moved. The patient did not feel the therapies during the procedure, and is doing fine.

Manufacturer narrative:
(B)(4).